Event description:
A customer reported that the system turned off on its own during a procedure. The procedure was able to be completed with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the power supply. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).